Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not replicate nor confirm the reported issue. The instrument was placed and driven on an in-house system. The instrument passed the self test homing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the jaw gap verification and grip force tests. The grip force test result was 7.35 lbs. No ceramic dots were missing. A review of the log showed no errors.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the vessel sealer extend instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the device logs for the vessel sealer extend (part #480422-01 / lot #m91220302 0302) associated with this event has been performed. Per this review of the logs, the vessel sealer extend was last used on (B)(6) 2022 via system serial # (B)(4). This device is a single-use instrument and therefore only has one use allotted to it. This reported issue occurred on the instrument's only allotted usage. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was reported that the instrument grips did not open and/or were clamped and could not be opened with the use of the emergency grip release function. Medical intervention may be required in the event that the endowrist vessel sealer fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted radical cystectomy w/ileal conduit surgical procedure, the vessel sealer extend instrument locked its grip and would not loosen. The procedure was otherwise completed with no reported injury nor delay. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.